Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen (500 mcg/ml at 329.67 mcg/day) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. On (B)(6) 2019, it was reported that a motor stall was seen at initial interrogation with no motor stall recovery message noted in the logs. The patient had recently had an MRI on (B)(6) 2019. The pump was re-interrogated and then the motor stall recovery occurred message showed in the logs with today¿s date. No patient symptoms were reported. No further complications were reported/anticipated.